Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity of reported foreign material in the suction channel could not be confirmed and the root cause of the issue could not be determined, as there was no device deformation that might result in the retention of foreign material and no additional event or reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿gif-ez1500 operation manual chapter 3 preparation and inspection¿. ¿gif-ez1500 reprocessing manual chapter 5 reprocessing the¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: channel tube clogged and adhesive on bending section has a crack. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a broken cleaning disposable brush in the suction channel. There was no report of patient harm or user injury associated with this event. During inspection and evaluation, foreign material clogged inside the channel tube. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.